Event description:
The pt called in for assistance in resetting and priming her infusion device. She was not able to complete the functions on her own and had an assistant that was available to help her. She reported that she had an elevated blood glucose value of 547 mg/dl. She stated that she is currently on dialysis and is currently hospitalized for gastro paresis. The pt reported that she would administer 14 units of insulin to reduce her elevated blood glucose. Upon follow up with the patient in 2007, she reported that her blood glucose values are still elevated in the 300 mg/dl range. Her normal range is 150-250 mg/dl range. The pt was not aware of when she would be released from the hospital and was still being treated for a severe case of gastro paresis. She reported that she is continuing to bolus through her infusion device to reduce her elevated blood glucose. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.